Manufacturer narrative:
A visual inspection of the returned devices revealed scratches and marring on the surface which is typical explanted products. An evaluation performed by our research lab noted the implants showed bone cement attachment to the femoral component. This indicates good bonding between bone cement and femoral grit blasted surface. Scratches on the femoral component were likely from typical usage. Wear and deformation on the insert indicate typical usage. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation did not determine a specific cause of the stated failure, however we have no reason to suspect that the product contributed to the reported problem.

Event description:
It was reported that a revision was performed due to pain.